Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient sustained an "inter-prosthetic fracture" of the femur. Patient had a stryker triathlon knee in situ and was treated with a stryker plating system.